Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that all the stimulation was on the right side but he needed it on his left side. Troubleshooting had the patient sync with the implant and try to change the program and group. It was found that the patient only had group a and only one program in group a. The patient was directed to follow-up with the healthcare professional for reprogramming and the patient mentioned he had an appointment on (B)(6). The indication for use was spinal pain. Additional information received from the consumer via the manufacturer representative reported that they felt no stimulation on the left side. The patient couldn't be programmed for left side paresthesia so a lead revision was done. The patient reported 100% left sided pain so the existing lead was moved from the right to the left. Impedances were within normal limits and the issue was resolved at the time of the report.